Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to multiple thermally damaged components on the computer/analog and defibrillator pcas. The root cause for the thermally damaged components was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to power on.